Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after using bbl¿ chromagar¿ orientation, an unspecified number of patient's plates were contaminated. The patient samples with contaminated plates were retested and no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: the release testing that is performed on this product does include bioburden testing. Sample plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. The plates in question are not sterile. They are tested for bioburden prior to release to ensure that they conform to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The batch history record for batch 5254235 was satisfactory and no quality notifications were generated during manufacturing and inspection. No retention samples were available of investigation of this complaint. Returns were not available for investigation. Two photos were available to assist with the investigation of this complaint. Each photo shows plates with the batch number 5254235 visible and visible contamination on each plate. One photo is four plates with time stamps 0902, 0902, 0902, and 0903. The other photo is six plates with the time stamps 0248, 0317, 0317, 0317, 0322, and 0633. This complaint can be confirmed for contamination based on the photos provided. Complaint history was reviewed, and no other complaints have been taken on batch 5254235. No complaint trends for contamination / foreign matter, therefore no actions are indicated at this time. Bd will continue to trend complaints for the defect.

Event description:
It was reported that after using bbl¿ chromagar¿ orientation, an unspecified number of patient's plates were contaminated. The patient samples with contaminated plates were retested and no health impact or consequence reported.